Manufacturer narrative:
Manufacturers ref# (B)(4). After investigation the event for this cn# is no longer reportable. Event is now considered not reportable to FDA, as the device did not malfunction and therefore is not likely to cause or contribute to death or serious injury. Summary of investigational findings: the plan was to perform stent grafting for residual dissection in a patient whose ascending aorta had previously been replaced with an artificial due to stanford type a aortic dissection. The stent graft would be placed from just below the left common carotid artery, reaching down to the diaphragm of the descending aorta, and the entry just below the left subclavian artery would be closed. After accessing the right femoral artery, the lunderquist guidewire was advanced to the ascending aorta as usual. The first device, zta-pt-32-28-178-w1, was successfully placed in the descending aorta without issues, but it did not cover the primary entry tear. When advancing the second device, zta-p-38-217-w1 (complaint device), resistance was felt at the site where the first stent graft had been placed. Despite multiple attempts to push and pull, the second device could not be delivered. Visual inspection revealed no abnormalities in the sheath or other parts, but treatment with zta-p was abandoned due to the risk of vascular injury. Future treatment options are being considered. It is noted that due to the chronic dissection, the true lumen is unlikely to widen immediately even if the primary entry is closed. The difficulty in the delivery was likely due to the narrowed true lumen. The device was not returned for the investigation due to patient was infected with hcv (hepatitis c-virus). Review of the device history record gave no indication of the device being produced out of specification. Per the instructions for use sent with this device, the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in patient populations with dissection. Since the safety and effectiveness of zta has not been tested in patients with dissections it cannot be ruled out that the procedure in a dissecting anatomy could have contributed to the excessive force felt during advancement. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref#: (B)(4). G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the plan was to perform stent grafting for residual dissection in a patient whose ascending aorta had been replaced artificially for stanford type a aortic dissection. The stent graft was to be placed peripherally from just below the left common carotid artery to the level of the diaphragm of the descending aorta, and the entry just below the left subclavian artery was to be closed. After cutting down the right femoral artery, the lunderquist guidewire (tscmg-35-300-e-lesdc) was advanced to the ascending aorta as per the usual procedure. The first stent graft zta-pt-32-28-178-w1 (e4564901) was prepared as usual and placed in the descending aorta without any problems as planned. The zta-pt-32-28-178-w1 didn't cover the primary entry tear. The second stent graft zta-p-38-217-w1 (e4589130, this complaint) was prepared as normal, and after removing the first delivery sheath, second one was attempted to insert, but resistance was felt at where the first one had been placed, making delivery difficult. Although delivery was attempted by pushing and pulling several times, resistance was clearly felt differently from the first one, so it was removed once out of the body and visually checked, but there was nothing abnormal. Although no particular abnormality was observed in the sheath or other parts under visual inspection, treatment with zta-p-38-217-w1 (e4589130) was abandoned in consideration of the risk of vascular injury and other factors. Because it was a chronic dissection, it is unlikely that the true lumen would widen immediately even if the primary entry was closed, and the question of whether or not to close the primary entry itself is not directly related to the difficulty of progression. It is thought that the true lumen had narrowed, which is why it got stuck. Patient outcome: the complainant did not report any adverse effects to the patient due to this occurrence. Future treatment is under consideration.